Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the a type 1a endoleak and type 1b endoleak. Additionally there was evidence to reasonably support the following observations; at implant surgical vessel repair of the right common femoral artery, 3 month post implant dissection of the right external iliac artery, right renal infarct, occlusion of the right accessory renal artery, bifurcated stent dilated larger then specifications, and a type 1a endoleak with no aneurysm sac growth . The clinical assessment was based on adequate medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, plavix therapy, acetylsalicylic acid (asa) therapy, patent lumbars, patent inferior mesenteric artery, pre-existing atherosclerosis, anticoagulation therapy, and calcification in the aortic neck.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. Upon follow up a type 1a endoleak as well as a crown separation of the suprarenal aortic extension was identified. The physician elected to implant an additional suprarenal aortic extension to resolve the issue. The patient is stable.